Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Pd therapy was ongoing. The cause of the peritonitis was not reported. The patient was treated with injection (inj) amikacin (250mg, twice daily, route not reported) for the peritonitis. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No cause was determined. Should relevant additional information become available, a follow-up report will be submitted.